Event description:
The customer reported that the light guide connection part was damaged. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found that the light guide connector was detaching. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.